Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that artery dissection occurred. The target lesion was located in the left anterior descending artery. A 2.25x12mm promus premier drug-eluting stent was used for treatment, but failed to cross the lesion. When the physician tried to remove the device the artery a non flow limiting dissection occurred. The physician used a different device to overlap the dissected artery. No serious injury and no further complications were reported.